Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, skiving occurred. The procedure was completed with no adverse consequences to the patient. After prepping the needle and sheath as usual including no reshaping of the needle, the needle was advanced up the dilator with the stylet and allowed to rotate freely. The puncture was performed, the needle was withdrawn, and the sheath was aspirated which produced a small plastic shaving. The procedure was completed successfully with no adverse patient consequences.